Manufacturer narrative:
An event of migration or expulsion of device in aortic direction and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device migrated appears to be related procedural conditions. The reported improper or incorrect procedure or method was due to user snared the valve. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant. The patients had an aortic valve angle of 61 and a sizing of: perimeter 81.7, area: 520, diameter: 25.7, and lvot: 25. There was sufficient calcium to allow anchoring of the device. During the release of the valve at 3mm, it migrated up and was confirmed to be too high in the annulus. The valve was snared and a second valve was then implanted at a depth of 4-5mm. A pericardial effusion was then noticed on tee and it was determined that there was an lv perforation from the non-abbott wire. The patient underwent open surgical repair of the left ventricle. The patient remained hemodynamically stable throughout the procedure. The physician believes the pre-bav was too small and the residual stenosis pushed the valve up. There is no allegation that an abbott device caused or contributed to the pericardial effusion or lv perforation. The patient has been discharged with no issues.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant. The patients had an aortic valve angle of 61 and a sizing of: perimeter 81.7, area: 520, diameter: 25.7, and lvot: 25. There was sufficient calcium to allow anchoring of the device. During the release of the valve at 3mm, it migrated up and was confirmed to be too high in the annulus. The valve was snared and a second valve was then implanted at a depth of 4-5mm. A pericardial effusion was then noticed on tee and it was determined that there was an lv perforation from the non-abbott wire. The patient underwent open surgical repair of the left ventricle. The patient remained hemodynamically stable throughout the procedure. The physician believes the pre-bav was too small and the residual stenosis pushed the valve up. There is no allegation that an abbott device caused or contributed to the pericardial effusion or lv perforation. The patient has been discharged with no issues.